Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that the customer performed a leakage test in the morning and noticed that there is a hole in the articulation sleeve. The customer did not perform any study after discovering the problem. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the transducer referenced in this report was returned to siemens for evaluation. During visual inspection, there was a hole noted on the articulation sleeve. The reported complaint of articulation sleeve hole was confirmed through hipot test. During destructive analysis, there was no visible shield braid cut or physical damage. The possible root cause of the reported phenomenon is due to liquid infiltration into the articulation sleeve hole which could affect electrical parts and can cause the system to fail. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation , update the follow-up type , update the device evaluated by manufacturer , update the event problem and evaluation codes , and provide the investigation results. During the investigation, a hole was found in articulation sleeve. The probable cause for the hole was due to an external force. Liquid could infiltrate into the hole of the articulation sleeve, and affect the electrical parts. It was recommended that the customer take care in handling the transducer. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.